Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test at 0.0873 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose of the customer was 153 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be and reservoir will not returned for analysis.